Manufacturer narrative:
The customer passed the displacement test. However, the pump alarmed for compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The pump was received with missing end cap sticker. The pump was received with cracked case at display window corners, case at reservoir tube window corners and lcd window.

Event description:
The customer reported via phone call of compromised forced sensor alarm on their insulin pump. The customer's blood glucose was unknown. Troubleshoot was conducted, and the drive support cap was found to be flush. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.